Manufacturer narrative:
There is no reported adverse event with this complaint. This is being ruled out based on the following: this malfunction is generally obvious and detectable by the user. In addition, the owners booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2012 device evaluation:the pump has been returned and evaluated by product analysis on 08/08/2012with the following findings:investigation did not duplicate the blank display screen issue. The display screen was found to be functioning and illuminated to normal contrast. The auditory and vibratory feature of the pump was found to be working appropriately during the initial start up of the pump. Unrelated to the complaint, the battery compartment was found to be leaking during a leak test.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.